Manufacturer narrative:
B3-date of event is estimated. A patient had their system explanted and replaced due to lead fracture was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-05709 it was reported that patient experienced ineffective therapy after a fall. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. During the procedure, the leads were disconnected and had fractured. Effective therapy was restored post operatively.